Event description:
On (B)(6) 2015, pascal received a call from the spouse of patient who experienced symptoms commonly associated with a heart attack approximately 1 hour after undergoing a denture fitting on (B)(6) during which hydent, pascal's occusal spray was used. The symptoms included pain in lower rib cage, shortness of breath, cold sweat, dry heaves, tightening of chest. The purpose of the call was to discover the ingredients of hydent to determine if any component may have contributed to the symptoms. Because patient wears a pacemaker, he went to the emergency room, where doctors determined he did not experience a heart attack after performing a variety of tests, including an EKG. The ER physician administered low-dose aspirin and nitroglycerin. He was discharged and the symptoms subsided about 1 hour after leaving hospital. The spouse indicated that the patient was allergic to topical analgesics. I asked the dentist if they applied any topical gels, and she said they did not. The dentist indicated that the patient seemed agitated upon arrival to the clinic, and became more so when told he had to sit in the dental chair for the fitting. The dentist stated that the patient wanted to remain standing during the fitting. No reason was given by the patient. On (B)(6) the results of a stress test were normal.